Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke prematurely. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Visual analysis of the returned product revealed that one suture piece of 20.50" length of product code 8709 was received to ethicon inc for evaluation. The product code is double armed and the needles with a suture piece was not received for evaluation. Upon visual inspection of the returned sample, the suture was observed with damage at the surface and the ends of the suture were cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: event additional information: no information on surgical procedure was given, patient additional information, no additional information to report, impacted product additional information,- I was not able to find out when or how the product broke. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.